Event description:
It was reported that a patient had peritonitis. Additional information was not provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the product details were not provided. As the product information was unknown, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: it is unknown if a temporal relationship exists between pd therapy utilizing the fresenius product(s) and/or device(s) and the patient¿s adverse event of peritonitis. Furthermore, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of any fresenius cycler and/or associated product(s). It has been well established pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Additionally, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported that a patient had peritonitis. Additional information was not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient had peritonitis. Additional information was not provided.